Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 50ml ll tip 1ml had sterility issues. This was discovered before use. The following information was provided by the initial reporter: material no.: 309653 batch no.: 9056803 . It was reported that these two items have been used in the manufacturing process for integradose compounding service and because of some negative testing results of their finished product they have had to conduct an investigation of every part used in the process to determine what has caused the failure of the finished product.